Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient who was dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications for use. It was reported that the patient reached out an ambulance last friday due to having trouble breathing but on the way to the hospital, the ambulance was hit by a car, and the patient 'got bouncedaround.' The patient representative (rep) stated that the patient has been experiencing more nerve pain than normal since this car accident and has been in the hospital since the accident. The healthcare provider (hcp) told the patient representative to have a company representative to come at the hospital. The agent provided national answering service (nas) phone number and the patient representative was redirected to the patient's healthcare provider to further address the issue.

Manufacturer narrative:
H.6. Codes have been updated to reflect the additional information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's managing healthcare provider (hcp). It was reported that upon reviewing history with the patient, they likely had an infection and were feeling ill. The patient had respiratory failure due to her severe neuropathy and a systemic infection unrelated to the pump. The pump was interrogated and refilled. The patient was also on intravenous (IV) dilaudid ordered by the hospitalist. They were on oxygen supplementation. The patient's breathing improved after IV fluid and antibiotics.